Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews for this product could not be reviewed, and a query of the complaint handling database could not be conducted because the part and lot numbers were not reported. The patient effect of hemorrhage, perforation of vessels, pseudoaneurysm, and dissection are listed in the electronic prostar instructions for use (eifu), as potential adverse events of use of the device. Based on the article information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study considered the usefulness of placing a transradial access (tra) wire for magement and treatment of vascular complications during transfemoral transcatheter aortic valve implantation (tavi) procedures. The study mentioned the following complications potentially related to the use of prostar: vascular complication, dissection, arterial rupture [perforation], pseudoaneurysm, occlusion, stenosis, bleeding, and unspecified device failure; this would require treatment/an additional method to close - the use of ballooning/stenting, blood transfusion, and surgical cutdown were all reported. Overall it was found that secondary tra in transfemoral tavi is easy and feasible and can be used to treat most peripheral vascular complications with dedicated technique. Advancement of a wire from tra to primary transfemoral access at the beginning of the procedure can be useful for management and treatment of later complications at the primary femoral access site. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "transradial secondary approach during transfemoral tavi: usefulness of placing a wire before femoral puncture for management and treatment of vascular complications".

Manufacturer narrative:
B3: date of event is estimated. D4 - the UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attached titled: "transradial secondary approach during transfemoral tavi: usefulness of placing a wire before femoral puncture for management and treatment of vascular complications."